Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she needed assistance with programming the insulin pump. Blood glucose levels during the call were 501 mg/dl and 476 mg/dl. The customer stated that she had been off of the insulin pump for a couple of days leading up to the call and had not been treating with manual injections. The insulin pump was not replaced or returned for analysis.